Event description:
It was reported that a coating peel occurred and was unable to be retrieved from the patient's body. The target lesion was an occluded and calcified distal anterior tibial artery. A v-18 control wire was advanced and was able to cross the occlusion. When being withdrawn into a support catheter, some of the hydrophilic coating sheared off the v-18 control wire and was retained in the artery at the ankle level. Attempts were made to retrieve it with aspiration, however, were unsuccessful. The artery was already occluded and attempts at recanalization had failed. No harm came to the patient and it did not impact on outcome of the procedure overall.